Event description:
Only a sample of product provided without name brand listed on it. 1.2 micron filter used for tpn. Filter occluded requiring replacement. Same problem with another pt requiring replacement of filter 5 times over 2 days. No harm to the patients.